Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Possible causes of device deformity include use of the incorrect size delivery system, anatomical interference, or angulation or kink in the delivery system upon deployment. Information from the field indicated that an 12f delivery system was used, the size of the asd was large and the aortic rim was small, and the patient has a prominent eustachian valve. Based on the available information, a cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 32mm amplatzer septal occluder was chosen for an atrial septal defect (asd) procedure using a 12f amplatzer trevisio intravascular delivery system. The size of the asd was large and the aortic rim was small. During the procedure, when positioning/deploying the device, the right atrial disc had a cobra deformation. They tried to squeeze se the device, but it didn't work. Patient had a prominent eustachian valve. The deformed device was never released from the delivery cable while inside the patient. The device was removed and a new 34mm amplatzer septal occluder was implanted using the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as stable and discharged.